Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The resection guide would not twist during surgery, put through wash after case and still would not turn.

Manufacturer narrative:
Functional examination of the submitted device confirmed intermittent sticking of the dial. The root cause is attributed to insufficient lubrication. No corrective action required as lubrication instructions (lcn-950501235-lub) are provided in the product package. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.